Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that they experienced high blood glucose level was 460 mg/dl. Customer treated herself with bolus. Customer also stated that her pump keeps alarming to calibrate but she was trying to calibrate the pump will not allow her. Troubleshooting was decline for the high blood glucose. Customer also stated that she changed the infusion set. The product will not return for the analysis.